Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient experienced endothelial cell loss of 1000 cells in one year and has 'extensive scar tissue'. Additional information received reports the device was pushing up against the patient's cornea and caused deformation and the scarring. It appeared to be placed with only one retention ring showing.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. Because the sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).